Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16250623.

Event description:
It was reported that the patient could not feel any stimulation and was not able to achieve sufficient coverage of painful areas due to lead fracture and high impedances.

Event description:
It was reported that the patient could not feel any stimulation and was not able to achieve sufficient coverage of painful areas due to lead fractured and high impedances. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.